Event description:
The following was reported by the pt: it is alleged the pt underwent an implant of a bard ventrio hernia patch on (B)(6) 2010 and had it removed on (B)(6) 2011, due to infection and an "allergic response".

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. Davol was contacted by the surgeon regarding allergy testing. To date, allergy testing results, medical records and/or a lot number has not been provided. With the limited amount of info, no conclusion can be drawn. If additional info is provided a supplemental report will be submitted.